Manufacturer narrative:
Preliminary investigation based on the pictures of the explanted tibial component, made by the r&d project manager on 07 march 17: no residual traces of the cement were noted on the bottom surface of the component. Surface finishing of the component, in contact with the cement, seems to be in compliance with the specifications required. Batch review performed on 10 march 2017: lot 152822: (B)(4) items manufactured and released on 28 august 2015. Expiration date: 2020-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported problem.

Event description:
Initial 6 week follow up was fine. Patient presented in dec 16 with pain. Xrays indicated that tibial component was loose. Tibial component subsided on medial side. Revision procedure to be performed. Implants are not available as surgeon requested them for the patient.

Manufacturer narrative:
On 13 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: failure of tibial component in cemented tka few months after primary. The medial side of the tibia collapsed and the component mobilized. Postoperative x-rays are not available, so no comment can be made concerning the position after implantation or the component sizing. With the available information, no conclusion can be drawn as to the root cause for the failure.